Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor started to smoke and was hot. The monitor was unplugged. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.